Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Reprogramming by an sjm representative was unsuccessful. In turn, surgical intervention was undertaken to explant and replace the lead. Effective therapy was restored postoperative.